Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they had opened multiple catheters and these lot# are ref# (B)(4), lot #ngjx4260 ref# (B)(4), lot# ngjz0361, lot#ngjx3010 are defective.

Event description:
It was reported that they had opened multiple catheters and these lot# are ref#: (B)(4), lot #ngjx4260. Ref#: (B)(4), lot# ngjz0361, lot#ngjx3010 are defective. Per additional information received via email on 25sep2025, it was reported that the photo sample was already submitted. There was no patient involvement. No further details provided.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be drainage eyes too large causing weak tip. The labeling and instructions for use were found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.